Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that although the visual examination of the device identified a leak in the proximal cylinder body, the damage is consistent with explant damage. However, the functional testing performed on the pump showed that the component failed the activation test which can affect the functionality of the pump; therefore, the reported allegations were confirmed and the cause was traced to a component failure. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device identified that both cylinders had a wear at fold and leaks in the proximal cylinder body. The damage on both cylinders is consistent with explant damage. Visual examination of the pump did not identify any leaks in the component. The cylinders were not functionally tested due to the leaks observed, however the functionally tested performed on the pump identified that the component failed the activation test, requiring more than 8 pounds of force to activate. This observation could affect the functionality of the pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues. The pump malfunctioned since the first day. The device had deflation issues, inflation issues and mechanical issues. The patient was never able to activate it and no troubleshooting resolved the issue. All components were explanted and replaced. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues. The pump malfunctioned since the first day. The device had deflation issues, inflation issues and mechanical issues. The patient was never able to activate it and no troubleshooting resolved the issue. All components were explanted and replaced. There were no patient complications.